Event description:
It was reported that the external pulse generator was going into asynchronous (async) pacing without the "emergency" button being pushed. It was stated by the user that after being powered on, if the "on" button is pressed again the device goes into async mode. It was further reported in the technical services call that the battery was pulled out to allow the capacitators to fully drain and when the device was turned back on it did not default to intended values but stayed at the values set by asynchronous mode . When the user was contacted again for further troubleshooting the generator did boot up to nominal settings . However, the user hit the menu key then the "on" button and the device went into "emergency/asynchronous" pacing mode. The generator was returned for analysis. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device was going into asynchronous pacing without the emergency button being pushed, the device passed all incoming and bench testing with no anomalies observed. Analysis did find that the upper and lower cases were broken, the battery drawer was broken and contaminated and the keyboard was scratched. (B)(4).